Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have had one of our 4mm symmetry rongeur that we had purchased that has unfortunately broken."